Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event excessive radiesse(+) as smaller lumps (pt: product distribution issue), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported. Cohen, s., patton, s., wesson, j., tiryaki, k., mora, a. (2022). Radiesse rescue: a preliminary study for a simple and effective technique for the removal of calcium hydroxyapatite based fillers. Aesthetic surgery journal, 1-10.

Event description:
This case was linked to lssmv case number (B)(4), referring to the same literature article. This is an exemplary case about 1 of 3 female patients (between 34 and 65 years old). This is a literature report from a study aimed to present a simple and reliable technique for debulking and removing excess calcium hydroxyapatite in the event of nodule formation, vascular compression, or overcorrection. This literature report from united states of america concerns a female patient. She was injected with radiesse(+), into the jawline, to treat contour abnormalities and chin recession, and to restore volume in the cheeks (off label use of device). The patient was injected with 1.5 ml per side into the jawline. Following the injection of radiesse(+) with either a cannula or a needle, the patient was treated with arnica and ice applied topically for the first 24 hours as needed. Acetaminophen or ibuprofen were recommended for discomfort. After the radiesse(+) injection, the patient experienced excessive radiesse(+) as smaller lumps, nodules and excessive augmentation. Radiesse(+) to the chin resulted in the formation of several nodules along the left, inferior border of her chin. After sterile preparation with an alcohol or betadine swab, a skin incision was made with an 18 gauge needle, near the filler excess. A 1 mm diameter, grater-type micro-liposuction cannula attached to a 5-10 ml syringe was introduced through the needle incision. Under negative pressure, beginning from the base of where radiesse(+) was placed and gradually moving superficially towards the dermis, radiesse(+) material was removed with a back-and-forth motion, reaming the material, and then suctioning the excess into the syringe. The procedure was completed when visual correction or palpable correction of the lump was seen and/or felt. The procedure was able to be done under ultrasound guidance to identify and insure removal of the filler, and under local anesthesia. For contour abnormalities and chin recession, the excess material was easily removed, softening the appearance as per the patients preference. For the prominent cheek filler, it was reduced and a 1cm nodule that was palpable in the buccal region was eliminated. It was removed between 1 week after the treatment and 6 months later. Following the filler removal, the patient was given arnica for bruising and swelling, and an ice pack was applied. Post-removal care included ice compresses as needed, and arnica. Follow up was performed the next day, at one week and as needed following treatment. It was tolerated well with no complications. Two-dimensional (2d) and three-dimensional (3d) vectra 15 photographs were obtained before and after removal. Ultrasound images were also gathered to confirm the removal of the filler. The patient did not require repeat treatment or filler replacement from over-estimation of the amount to be removed. All nodules were effectively removed using mechanical removal alone. Due to the provided information, the outcome of the events was considered as resolved. In the opinion of the authors, surgical excision of fillers was often utilized as a last resort, but with calcium hydroxyapatite the authors supported the idea that it was more valuable as a first approach for nodule correction. The nature of calcium hydroxyapatite fillers enabled them to last between 12 to 18 months, but also make clumping and nodule formation somewhat problematic as there was no described definitive means of managing these issues. This removal technique was minimally invasive and provided a direct and effective means of removing excess filler and nodules. The simple means of mechanical removal was a very straight forward and reliable method of reducing and/or removing calcium hydroxyapatite fillers. This method was not useful for resolving a vascular occlusion secondary to inadvertent vascular injection and embolization of the filler.